Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4).the investigation was completed on 24-jan-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure for suppressed results and for points outside total allowable error (ea) except for po2 in I-stat tricontrols level 2 (l2 tri) fluid. A related deficiency was previously identified for g3+ cartridge lot n24204 and is being investigated in quality record (qr) (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Correction to report #: from: 2245578-2023-00214. To: 2245578-2024-00214.

Event description:
On 15-nov-2023, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant po2 result on a 72 year old female patient with copd, known type 2 rf. There was no additional patient information available at the time of this report. On 11-dec-2024, new information was received. The customer reported patient results, patient information and details surrounding the event. Method date collected tested po2-kpa pco2-kpa ph sample I-stat (B)(6) 2024 15.11 15.14 7.4 5.92 7.31 arterial lab (B)(6) 2024 ni 17.23 7.6 8.0 7.41 arterial at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.